Event description:
It was reported that the customer experienced an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. The customer replaced supplies as needed and resumed insulin.